Event description:
It was reported that a pta balloon that was used to postdilate a bare metal stent implanted in the iliac for a kissing stent procedure had frayed and loose fibers upon removal from the pt. Reportedly, after the second inflation was performed, the pta balloon dilatation catheter was removed through the sheath without difficulties. Upon removal, frayed and loose fibers were observed, however, none were broken or detached. Another pta balloon dilatation catheter was used to successfully complete the procedure. No patient injury.

Manufacturer narrative:
The device lot number has been provided and a review of the device history record is currently being performed. The complaint sample has been returned and the investigation is currently underway.